Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of evaluation provided the following results: liquid leaks due to breakage of distal-end. Lg (light guide) lens is broken. U/d (up/down) knob is out of standards due to worn of angle wire. The condition of lg bundle is not good. Insertion amount is out of standards due to damage of channel tube. The adhesive part of ar (bending section cover) is broken. Water cleaning function is out of standards due to deformation of nozzle. Insertion amount is out of standards due to scratch of c-cover (plastic distal end cover). Angulation to the up direction is out of standards due to worn of angle wire. There is corrosion at the cover unit. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, from which a leakage occurred from the distal end which led to water invasion of the device, then an abnormality of electronic parts. As a result, the suggested event occurred temporarily. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: "- do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited e315 error during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device will be returned. The investigation is ongoing. Follow up in progress to obtain additional details regarding the event. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.